Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("allergy to metals"), uterine enlargement ("enlarged uterus") and inflammation ("inflammation"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, allergy to metals, uterine enlargement and inflammation outcome was unknown. The reporter considered allergy to metals, inflammation, medical device removal and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metal, inflammation, enlarged uterus, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("allergy to metals"), uterine enlargement ("enlarged uterus") and inflammation ("inflammation"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, allergy to metals, uterine enlargement and inflammation outcome was unknown. The reporter considered allergy to metals, inflammation, medical device removal and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metal, inflammation, enlarged uterus, medical device removal. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.